Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing extreme difficulty in charging the implantable pulse generator (ipg) due to the implant depth that was confirmed through imaging. It was also noted that due to patient's body type, size and adipose tissue, the ipg would tilt during charging. The patient underwent an ipg replacement procedure wherein a non-rechargeable device was implanted. The patient was doing well postoperatively and the explanted device was discarded by the medical facility. No device malfunction was suspected.